Event description:
It was reported that the catheter was inserted by a cardiovascular surgeon. After insertion, the pt (pt) was dialyzed for approx one month. On (B)(6) 2010, the pt visited the hosp for a routine visit for dialysis. It was noticed the hubs on the catheter were broken. "The pt being a geriatric pt could not do this by herself." The staff was unable to perform dialysis with that hub. The color coded luer-lock caps were broken. The distributor supplied the hospital by giving them a couple of extension lines for use. As a result, the old lines were removed and new lines were inserted. Further info was rec'd on 06/30/2010 from the sales rep stating that the broken extension lines were exchanged by a physician. It was noted that therapy was delayed approx 2 days due to they were unable to dialyze the pt. Also, reported is the catheter is an unk product number; however, it is known that it is a cannon ii plus catheter. The outcome is that the pt now can receive dialysis. There was no medical/surgical intervention required. There was no consequence to the pt. There was no reported pt death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.